Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Event description:
It was reported by the customer that a pyxis anesthesia es system freezes frequently, interrupting procedures. The customer stated that the station if functional after being rebooted. No details about the interrupted procedures was released. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that multiple operating system updates were pending. Operating system updates installed to resolve. The system functioned as intended.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a.1, h.6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2021 to (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple operating system updates were pending, and the issue has been resolved by installing the windows updates, repairing the med app and rebooting the station. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that a pyxis anesthesia es system freezes frequently, interrupting procedures. The customer stated that the station if functional after being rebooted. There were no adverse events or injuries reported based on this incident.